Event description:
Pt expelling large amounts of salivia. Pt has h/o traumatic brain injury. Has trach which protected airway. Facial and neck edema. Pt is allergic to soy products. Tube feed he used was chosen as it is soy free. Symptoms continued progressing to dark emesis . On 07/6/2005 compared labels of old and new shipment of tube feeds and discovered soy lecithin on ingredients list.